Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the xience skypoint failed to advance and was removed from the anatomy, then the same device was reinserted. It should be noted that the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged or dislodge during retraction back into the guiding catheter. It is unknown if the IFU deviation directly caused or contributed to the reported event the investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous, 90% stenosed lesion in the mid left anterior descending (mlad) artery. A 3.00x48mm xience skypoint drug eluting stent (des) was advanced but could not cross the anatomy to reach the target lesion. The des was removed, and a balloon dilatation catheter (bdc) was used, after which the des was attempted to be advanced again, however it failed to cross a second time and met resistance with the anatomy during removal. There was no adverse patient effect and no clinically significant delay in the procedure. An unspecified device was used to successfully complete procedure. No additional information was provided.